Event description:
The customer had an ongoing intermittent issue with questionable ion selective electrode (ise) results since (B)(6) 2015. The customer provided data for one patient sample which was tested on (B)(6) 2015. The initial sodium result was 166 mmol/l, potassium was 4.2 mmol/l, and chloride result was 113 mmol/l. These results were reported by phone to a nurse because the sodium result was deemed a critical high value. The nurse questioned the validity of the results and the customer retested the sample on the same analyzer. The repeat sodium result was 142 mmol/l, potassium was 3.7 mmol/l, and chloride was 102 mmol/l. The customer also retested the sample on a different cobas 8000 ise analyzer and the sodium result was 138 mmol/l, potassium was 3.6 mmol/l, and chloride was 99 mmol/l. The repeat results were believed to be correct. The patient was not treated based upon the initial ise results which were reported out. No adverse event occurred. The sodium electrode lot number was d92 with an expiration date of 08/31/2015. The potassium electrode lot number was m28 with an expiration date of 10/31/2015. The chloride electrode lot number was s25 with an expiration date of 10/31/2015. The field service representative could not determine a cause and found no analyzer mechanism defects. He performed analyzer mechanical checks and ise checks which were all within specifications. The calibrations and controls met specifications.

Manufacturer narrative:
.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided information, a pre-analytical issue was the most probable root cause since all ise parameters were elevated by 11 to 17% compared to the first repeat. This indicates mis-sampling caused by contamination on the outer surface of the sample probe. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time. This could lead to issues with sample quality which may have caused or contributed to the issue.